Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number (B)(4).

Event description:
On november 10, 2022, nakanishi became aware of a malfunction of a nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on (B)(6) 2022; a dentist was prepping a patient's tooth using the z95l handpiece (serial no. (B)(4)); during the procedure, the head cap of the handpiece came off in the patient's mouth; the head cap was recovered, and the patient was not affected.